Event description:
It was reported that the device was used during a unk procedure. The device fired malformed staples. Another device used to complete the case. There was no consequence to the pt. One device being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.